Event description:
Three flags on three pts showed a tear when lifting. The flap creation of the other eye on each pt was normal.

Manufacturer narrative:
No further information received by distributor to this date.